Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm peek multifunction handle, dings and scratches were noticed throughout the shaft. It was also noticed that the shaft was bent. The 5mm peek multifunction handle failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling, user excessive force or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Event description:
It was reported that the insulation had been compromised.